Manufacturer narrative:
10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Furthermore, the customer called and spoke to a baxter qualified technician. The customer guided the customer to inspect the device. The customer uninstalled the set and inspected the set and did not see any issues with the device. The customer reinstalled u9000, and noted the leak remained. The technician recommended the customer replace the u9000 with a new one and heat disinfect it after replacement. No further leaks were observed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leakage was observed from an unknown location of an unspecified u9000 filter set during prime. The set was replaced. There was no patient involvement. No additional information is available.